Event description:
Customer's mother called to reported the recent passed away of a customer. Caller stated that she and customer's husband found customer having a high blood glucose episode, immediately called paramedics and took her to the hospital where she passed away. Customer's mother stated that the blood glucose was 600mg/dl at the time of passing. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.